Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Nonconformity of the subject device, which may affect the reported event, was not confirmed via device inspection result of olympus deutschland gmbh (ode). Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end and the instrument, the air/water channels of the device. The testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Instrument channel: unspecified microbes (1 cfu/1ml). The device had been reprocessed with a non-olympus automated endoscope reprocessor, innova e4 cms/dc (bth/cantel), using glutaraldehyde. There was no report of infection associated with this report.